Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the sheath was already kinked on the angio-seal sts device. A kink was confirmed in the tip of the sheath when the angio-seal poly-foil pouch was opened as usual. The device was not used and another angio-seal device was used to achieve hemostasis. Hemostasis was successfully achieved by the second device. There was no blood loss. There was no health damage to the patient. No equipment or other devices were used with involved product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. It was initially reported that the actual device was not available. The actual device is available and has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
One 8fr angio-seal sts was returned for evaluation. The carrier tube assembly was returned along with the hemostasis sheath. The bypass tube was returned separately. Upon microscopic inspection a deformity was noted on the tip of hemostasis sheath. During the process flow verification, it was observed that at the cut & punch process has the potential cause to create this type of defect, however the tipped tube processes have a 100% inspection of the distal end tip and this defect would be detected during the completions of the tipped tube manufacturing processes. The investigation revealed that there is an opportunity for improvement in the manufacturing and inspection processes to prevent this defect which is being initiated.